Event description:
Dr (B)(6) had said that the surgery would probably be 7 hrs for total joint replacement and nexus implants. I was in surgery (B)(6) and went straight to ICU intubated. I was there for 2 days and then moved to the step-down unit for a few days before being released to go to a house next door that we were renting from the hosp. The day I was released, we went directly to dr (B)(6)'s office to be evaluated. We talked daily and then I was released to go home to (B)(6). The pain was bad, but was controlled with a liquid narcotic this time. I kept in contact with dr (B)(6) usually weekly. I started complaining that I still had so much swelling. He said it was normal to have swelling up to 6 months. It just didn't seem to be going down. He said to continue to use heat and try to take flexeril. I did this faithfully. The next discovery was that my hearing in my right ear was muffled. I was only hearing out of my left ear. He said that he had never had anyone complain of anything like that. Dr (B)(6) had quit calling to check on me after he knew that I was having trouble. At this point, I was the one doing the calling to dr (B)(6) and was ready to get a 2nd opinion, but I did not know where to go. I started doing some research because I knew I had to go somewhere. At this point, my face was still very swollen, my left eye was still blurry and droopy, and I still cannot hear out of my right ear. I decided that I would go to dr (B)(6). He is the brother of dr (B)(6). Dr (B)(6) is at (B)(6) medical center. I had the nexus joints removed. The swelling was so bad. My face is disfigured. He said that the joints had to come out. On (B)(6) 2018. The(B)(6) were removed. He said that they were sitting funny. They didn't fit my face. All allergy testing was negative and no signs of metallosis. During surgery, he found necrotic tissue. He put in cement spacers. He wanted (B)(6) up front to put in new tmj implants. I did not have access to that kind of $. I had to find a new doctor. This surgeon is in (B)(6). He says that the swelling is from the implant/leforte. At this point, I have not had joints in for 7 months. My left eye droops. Hearing had been affected. I have numbness on my face and am unable to eat correctly or smile. I just want my face to be normal again. These joints and this surgeon haver really messed me up.